Event description:
Additional information received reported, the patient had a (B)(6) infection, with the following symptoms: fever, redness, swelling, drainage, and pain. Perioperative antibiotics were administered and the patient did not have meningitis. The primary location of the infection was the device pocket. Treatments instituted for the infection were both IV (intravenous) and oral antibiotics and total device explant. The patient outcome was ongoing. Before implantation of the device the patient had the following: diabetes, urinary tract infections, and copd (chronic obstructive pulmonary disease).

Event description:
It was reported that there was an infection at the pocket. It was unknown if the implant could be salvaged or if the entire system would be explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
3093-33, lot # v786385, implanted: (B)(6) 2012, explanted: unk; programmer model 3037, serial # (B)(4).

Manufacturer narrative:
(B)(4).